Event description:
Event description guidant received information that at the first follow-up appointment, post the implant of this lead, ventricular loss of capture was observed, despite maximum pacing outputs. A chest x-ray revealed that the lead remained in position. It was later reported that this lead was explanted due to the loss of capture and that a perforation was suspected.